Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 450cc breast implants and experienced neck pain, back pain, breast pain, numbness in hand, heart palpitations, chest pain, fatigue, anxiety, depression, night sweats, and rash underneath both breast. The patient also reportedly experienced bilateral capsular contracture baker grade unknown and bilateral deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.

Manufacturer narrative:
On jun 12, 2024, additional information was received indicating the patient underwent device removal on (B)(6) 2022. The device lot numbers were identified as 5780025 and 5813656. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).